Event description:
Manufacturing date request received regarding pinnacle/corail hip implant revision. Reason for revision not provided. Revision date confirmed as (B)(6) 2013.

Manufacturer narrative:
Information received from (B)(6). Manufacturing date request received regarding pinnacle/corail hip implant revision. Reason for revision not provided. Revision date confirmed as (B)(6) 2013. Update 27 june 2014 - implant and revision notes received with relevant pathology, histology and microbiology reports. Revision due to pseudotumour, alval and excessive metal ion release. The devices associated with this report were not returned. A review of the device history records for the 2382515 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2406400 lot code is no longer required per wi-3430. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 27 june 2014 - implant and revision notes received with relevant pathology, histology and microbiology reports.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.